Event description:
The casing on the motor is allegedly cracked and the lift will not work. No injury is alleged.

Manufacturer narrative:
(B)(4) 2012 - retrospective review of this file based on protocol(B)(4) determined this is an MDR. RMA (B)(4) had been initiated for this issue. Model rpl600-1, serial number/date code (B)(4) was approximately 6 months old at the time of the incident. The owner's manual part number 1078987 rev j (may-11) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility stated that the casing on the motor (battery) is cracked and the lift will not operate. There is no one specific user for this lift, it is shared by the nursing home patients. A replacement lift was authorized by invacare. The damaged lift is not available for inspection / evaluation. No injury alleged.